Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported difficulties appear to be related to circumstance of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the emboshield nav 6 embolic protection system was advanced to the left common carotid, mildly calcified lesion without issue. The lesion was treated and during filter removal, the filter was full and was unable to be fully retracted into the retrieval catheter. The filter had separated in the retrieval catheter, however, all was removed as a single unit. There was no intervention needed to remove the separated filter. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.